Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, a missing end cap sticker and a cracked case at a reservoir tube window corner.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and alarm could not be cleared. Customer had the insulin pump in her pocket and she got the button error alarm. Blood glucose value is 237 mg/dl. Nothing further reported.